Manufacturer narrative:
The device was returned for analysis. The reported deployment issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly engage the stent during the final deployment stroke of the thumbslide and/or it is possible that the tip caught on the stent during retraction causing the stent to pull back with the delivery system; however, this could not be confirmed. The investigation determined a conclusive cause for the reported deployment issue cannot be determined. The noted bends sporadically throughout the entire length of the outer sheath likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The lesion was pre-dilated. Then a 5.5x80mm supera stent was advanced to the lesion without issue. Deployment lock was opened to release and deploy the stent and then closed after deployment completed. During removal of delivery system, the stent implant came out of the introducer and became attached to the distal part of the catheter. The entire device was able to be simply removed. A new supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.